Event description:
It was reported patient underwent total knee procedure (B)(6) 2008. A subsequent revision was performed (B)(6) 2013, due to instability, loosening, soft tissue staining and metal debris. The femoral, bearing, tibial tray were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid." And number 4 "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity." This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-01442 / 01444).